Event description:
K2 medical cervical plate #44mm was inserted on (B)(6) 2013. It was removed and replaced due to being broken in two pieces on (B)(6) 2014. Pt started having symptoms 6 months afer initial surgery.